Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer's reservoir had a leak. Customer stated the leak was located where the reservoir screws off. The customer also reported certain foods would make their blood glucose fluctuate. No additional information provided.